Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon investigation, it was revealed that there was post paced t-wave over sensing and some intermittent far p wave over sensing. Clinician elected to not make any programming changes at the time. Patient would continue to be monitored normally.